Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to a lead fracture in the right ventricular lead. The device lead integrity alert did not detect the fracture. The lead was oversensing and had high impedance. The device and lead were both programmed off and are not explanted at this time. No patient complications have been reported as a result of this event.